Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Sample was received without blue clip and without cap assembled. Visual inspection showed no discrepancies. Functional testing involved filling the device with water and connecting it to a cadd legacy plus pump to look for unusual function. The sample fully primed, connected with no difficulty and no alarms were activated when the pump was set to running.

Event description:
It was reported that cadd reservoir cassette displayed a "no disposable, pump won't run" alarm. So the cassette was changed to another one, but the alarm persisted. Then changed the pump, and after that, the alarm was cleared. No patient injury.